Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient was (B)(6) at time of primary right tka. Patient was noted to have instability of the right tka, possible loose patella. Patellar component was revised at 93 months after primary tka. Polyethylene component was also exchanged.